Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bumex 10mg/50ml infusion was started at 1020 at 0.5mg/hr (.5ml/hr). The bag was noted to be empty at 2000. A second bag presumed to be the same concentration and intended rate was initiated at an unspecified time and found to have completed at 2115. The settings were reportedly verified by 3 rn's. Although no leakage was noted at the time of the event, the tubing was subsequently found to have a hole that may have leaked down the line and around the IV pole base. There is no report of patient harm.

Manufacturer narrative:
Conclusion code: field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leaking silicone pump segment was confirmed. Visual inspection of upper fitment noted no crush marks. Inspection under magnification showed a rough-edged, irregular-shaped hole in the silicone segment tubing, just below where it attaches to the upper fitment. It appeared as though the segment had torn rather than been cut or sliced. Functional testing was performed and fluid leaked from the hole. The root cause of the leak was determined to be a small tear/hole near the upper end of the pump segment. The cause of the tear is unknown.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a bumex drip placed on smartsite primary set model 2420-0007 was found to have leaked medication."